Manufacturer narrative:
Device was received with pump error 38 alarm during rewinding due to corroded motor home switch.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a insulin pump error alarm. The customer stated that after rewind the insulin pump, again alarm occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.